Event description:
Healthcare professional reported patient developed left side "breast pain." Ultrasound found "capsular contracture¿ baker grade iii and "rupture." The device has been explanted. Capsule pathology found "cd30 few positive, consistent with chronic inflammation." Biomarker alk was not reported.

Manufacturer narrative:
Health effects impact code: f2201 biopsy, f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture¿ baker grade iii, "cd30 few positive," are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture¿ baker grade iii, "cd30 few positive," "rupture."

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional (hcp) provided final histology report and the results were not considered as consistent with alcl on the left side, and the condition was not confirmed. Hcp reported "chronic inflammation" with "foreign-body reaction."

Event description:
Healthcare professional reported patient developed left side "breast pain." Ultrasound found "capsular contracture¿ baker grade iii and "rupture." The device has been explanted. Capsule pathology found "cd30 few positive, consistent with chronic inflammation." Biomarker alk was not reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed rupture on the device. ¿ granuloma: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation device observed on the device. ¿ crease fold observed on the device. ¿ wear abrasion observed on the device.